Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee cruciate ligament reconstruction surgery, when screwed in, the screw broke. No patient injury reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 4mm of the distal end of the screw has broken off and was not returned for examination. Dimensional assessment of the returned portion of the screw confirmed it meets print specification. This investigation could not identify any evidence of product contribution to the reported complaint.